Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/69 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event it will be added and a supplemental report will be submitted accordingly. Referenced article: increased incidence of electrical abnormalities in a pacemaker lead family. Journal of cardiovascular electrophysiology. 2021;32:1111¿1121. Doi: 10.1111/jce.14941. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding pacing leads. The article reports leads which exhibited noise and low impedance. Some leads required reprogramming or surgical intervention. There was also a lead which had a fracture with high capture thresholds and high impedance. The lead was explanted and replaced. The status/disposition of the leads is unknown. No patient complications have been reported as a result of this event. Further follow up did not yield any additional information.